Event description:
It was reported that the ilet user experienced elevated blood glucose after consuming coffee and a protein bar and later discovered the infusion set had been deployed with the needle guard left in place, which impeded insulin delivery via the infusion set component of the system. Symptoms included hyperglycemia with a glucometer reading of 333 mg/dl. Outcomes included no health consequences or lasting impact, and glucose returned to range after the issue was corrected. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction was found, and a usage problem was identified realted to an incorrectly deployed infusion set, specifically the needle guard remaining in place. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.